Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) was hospitalized for 5 days secondary to pericardial effusion.